Event description:
The customer reports the unit of measure can now be changed, in their freestyle flash meter. The meter is the one in which the unit of measure should not be able to change. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customers and retailers have been informed through the fa16may2006 letter.